Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a mark in the line. It appeared the particle was on the outside; however, the user was not able to remove the unknown substance. This was observed before patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, g4, h3, h4, h6, h11 h4: the lot was manufactured between october 6, 2023 - october 9, 2023. H11: the actual device was received for evaluation. A visual inspection was performed on the returned sample, and it was noted that there was a yellow particle embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Fragment of burnt pvc (yellow particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. Since the particulate matter was embedded (not in fluid path) and made of the same material as the tubing line, it is therefore a cosmetic condition. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.